Manufacturer narrative:
510k: this report is for three (3) unknown locking screws. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery on (B)(6) 2017 for treatment of a right femur fracture. Patient was implanted with one (1) 4.5mm locking compression proximal femur plate 4 holes 175mm right and five (5) unknown locking screws. On an unknown date post-operative, patient presented with a non-union and delayed healing. Three screws were reported at the distal shaft area on the plate as broken. On (B)(6) 2017, surgeon removed all implants and revised the patient to an adolescent lateral entry femur nail with allographic bone. All portions of the broken screws were removed with no fragments left in the patient. All implants have been retained by the hospital. Revision surgery was completed successfully with no time delay. Patient is reported in stable condition. Sales consultant has no more information to report on this event. Concomitant devices reported: 4.5mm locking compression proximal femur plate (part 242.804, lot 6858632, quantity 1), locking screws (part number unknown, lot number unknown, quantity 2) this report is for three (3) unknown locking screws this is report 1 of 1 for (B)(4).